Event description:
It was reported that during a da vinci myomectomy procedure, the user was unable to remove the tip cover accessory from the monopolar curved scissors instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a puncture hole approximately 0.097 in length. Material appeared to be missing from the puncture. During failure analysis of the monopolar curved scissors instrument (mcs), the tip cover accessory was installed on, the instrument had a cracked tube extension. The tip cover was placed next to the cracked tube extension and the tear and cracked tube extension were in alignment. The cracked portion of the tube extension was bent away hindering the removal of the tip cover. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the punctured hole, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.